Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was over 600 mg/dl with unspecified ketones, extreme thirst and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
Follow up #1: correction / additional information: the suspect device serial # was omitted in error. Serial #: (B)(4).

Manufacturer narrative:
Follow-up #2: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: boluses were calculated from (B)(6) 2016; bolus history deliveries and actual deliveries recorded in the black box total with less than 5% difference from programmed bolus to actual delivery. The total bolus delivery calculations on each day matched the total daily dose history with no discrepancies; the data was confirmed to be correct in pump history. The pump was tested for delivery accuracy during investigation and was found to be within specifications. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.